Event description:
The patient claimed she received a blood glucose reading of 35 mg/dl in the middle of the night after she inadvertently took 1.55 units of insulin more than what her insulin regimen recommended. On (B)(6) 2012, the patient reportedly took only 3 units of insulin for a blood glucose reading of 400 mg/dl since her insulin sensitive factor was 1 unit: 100 mg/dl. However, the bolus history showed she took 3.85 units of insulin at the time of concern. In addition, the patient refilled a prefilled cannula with 0.7 units of insulin while she was still attached to the insulin pump. Reportedly, the patient was refilling the cannula with 0.7 units of insulin each time she gets an occlusion alarm and/or a replace battery alarm. The animas representative advised the patient to only complete the fill cannula step with a new skin site insertion. The inadvertent infusion issue was resolved with training. There was no evidence of a product malfunction associated with the alleged incident. This complaint is being reported due to use error and because the patient had low blood glucose of 35 mg/dl after she inadvertently took more insulin than what was recommended via the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the data from the time of the event in the pump history had been overwritten due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The ez-prime steps were performed correct and the pump was confirmed to display ¿be sure to disconnect from body¿ before each prime operation. A flow accuracy test was performed and the pump was found to be delivering within specifications.